Manufacturer narrative:
A ge representative evaluated the system and replaced the hard drive, fluoro functions board, and generator interface board. System downloaded parameters from the workstation. Reloaded cal files from the factory default. System is operating as intended.

Event description:
Customer reported the system is corrupting images. No patient injury was reported.